Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. This device delivered bursts of anti-tachycardia pacing (atp) and eight shocks. The therapy was believed to be a result of a dual tachycardia. Technical services (ts) reviewed the event information and suggested reprogramming options. This device remains in service. No additional adverse patient effects were reported.